Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had an apparent fracture and there was an alert due to the impedance being out of range. The lead will be explanted. It was also reported that the atrial lead had high impedance, high threshold and oversensing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead had an apparent fracture and there was an alert due to the impedance being out of range. The lead will be explanted. No patient complications have been reported as a result of this event.